Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. Upon inspection of the returned sample, there were two balloon fragments returned. One balloon fragment was a distal section of a balloon and was approx 2cm in length with a circumferential break. The second fragment of balloon appeared to be "l" shaped. Due to the condition of the sample returned, and the lack of what was returned, no further evaluation could be performed. The current IFU (instruction for use) states: inflation pressure must be monitored during the dilatation procedure. Use of a pressure gauge is recommended. Please refer to the device label for the recommended maximum pressure for this device. Note: the maximum rated burst pressure (rbp) is also printed on the product. Precaution: do not exceed the pressure rating recommended for this device, balloon rupture may occur if the maximum pressure rating is exceeded. Once the balloon has been located within the lesion, a syringe should be used to inflate the balloon. A syringe of 10ml or larger capacity should be used. Ensure the guide wire is left in place during inflation of the balloon. The investigation confirmed the reported event. It is possible that pt and/or procedural factors contributed to this event, however, this could not be confirmed.

Event description:
It was reported that during the procedure, the balloon ruptured transversally. The physician tried to retrieve it through the introducer. The distal part of the balloon separated from the catheter and remained attached to the guidewire. He than had to insert an introducer from the other leg of the pt and use a lassoon to catch the balloon fragments. He was successful and the pt is fine. Sample is not available; however, the balloon fragments will be forwarded. It was noted that a syringe was used for inflation rather than a manometer. The inflation pressure is not known as it was done by hand pressure on the syringe. It was also noted that the artery was severly calcified. There was no patient injury reported.